Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. The procedure was completed by manual compression. There was no reported patient injury. There were no damages observed on the device or its packaging, and the device was stored and prepared in accordance with the instructions for use (IFU). The exoseal vcd was used in a diagnostic procedure with a retrograde approach, utilizing a 5f non-cordis sheath introducer. Regarding the femoral puncture site, the artery¿s suitability and diameter were verified, with no visible calcium, tortuosity, stent, significant stenosis, prior closure, or pre-existing complications. The vascular closure device and sheath introducer were retracted together until pulsatile flow significantly slowed and the indicator window turned solid black. The button could not be depressed at that time, the indicator window was solid black, and excess force was needed to attempt full depression. The user was trained. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed. The procedure was completed by manual compression. There was no reported patient injury. There were no damages observed on the device or its packaging, and the device was stored and prepared in accordance with the instructions for use (IFU). The exoseal vcd was used in a diagnostic procedure with a retrograde approach, utilizing a 5f non-cordis sheath introducer. Regarding the femoral puncture site, the artery¿s suitability and diameter were verified, with no visible calcium, tortuosity, stent, significant stenosis, prior closure, or pre-existing complications. The vascular closure device and sheath introducer were retracted together until pulsatile flow significantly slowed and the indicator window turned solid black. The button could not be depressed at that time, the indicator window was solid black, and excess force was needed to attempt full depression. The user was trained. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18425395 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.